Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The following email was received from a patient: "I had surgery for a broken wrist on (B)(6) last year. I had an allergic reaction to it and would now like to have it tested to find out exactly what I am allergic to. The dermatologist asked me to request an 'ingredient list' so that they could know which samples to use for testing. The allergy was discovered on (B)(6) 2023. The plate and screws were removed."

Event description:
The following email was received from a patient: "I had surgery for a broken wrist on (B)(6) last year. I had an allergic reaction to it and would now like to have it tested to find out exactly what I am allergic to. The dermatologist asked me to request an 'ingredient list' so that they could know which samples to use for testing. The allergy was discovered on (B)(6) 2023. The plate and screws were removed.".

Manufacturer narrative:
Corrected fields: h6 method code. The reported event could not be confirmed since the device was not returned for evaluation and the provided image is also not conclusive to confirm the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. As far as catering such requests are concerned, we need to be specific while replying to the question being asked as in this case as per instructions for use the plate is made up of titanium grade 2 material according to standard iso 5832 dash 2. As per the standard, it contains 0.03 percent carbon, 0.08 percent nitrogen, 0.0125 percent hydrogen, 0.3 percent iron, 0.25 percent oxygen and rest titanium. Apart from the plate, as per operative technique for variax 2 system the variax 2 screws are made of titanium alloy ti6ai4v according to astm f136 as per operative technique for variax 2 system. As per standard, it contains 0.05 percent max. Nitrogen, 0.08 percent max. Carbon, 0.012 percent max. Hydrogen, 0.25 percent max. Iron, 0.13 percent max. Oxygen, 5.5 to 6.5 percent aluminum, 3.5 to 4.5 percent vanadium and rest titanium. Although, the instructions for use with customers can be shared if it can address all the customer queries. Moreover, the customers or users can also access the instructions for use and operative technique using catalog or item number via labeling.stryker.com. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.